Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the cutting block adaptor in question. During the surgery, after the skin incision, the adaptor was attached to the block of the femur to confirm the placement position, and when the adaptor was removed, the adaptor broke. As it was impossible to verify the accuracy, the planned navigation tka was abandoned, and the operation was continued using the usual instruments that had been prepared as a backup. The surgery was completed with 5 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The device was received indeed but without a reference of a serial number supplier was unable to locate the device nor could the delivery be associated with any service case. Thus the item was not available to supplier for investigation. Supplier would suspect ¿wear and tear¿ (given this instrument is quite dated) but could not finally conclude exactly that based on description alone that was given with (B)(4) ("when the adaptor was removed, the adaptor broke¿). The final root cause is ¿unknown¿ and the case is closed. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.